Event description:
It was reported that following message therapy, including message near the implanted components, the patient experienced shocking or jolting at the lead-extension connection and in the lead area. It was reported that the patient has been having message therapy sessions 4 times per week since implant. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.